Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx closure device was implanted on (B)(6) 2023. A small thrombus was noted at the 45-day follow-up exam. The patient was instructed to continue on anticoagulation medication until the next follow-up. On (B)(6) 2024, during the routine 6-month follow-up examination, transesophageal echocardiogram (tee) imaging revealed that the thrombus on the face device was worse. The patient will remain on anticoagulation medication until the next follow-up.